Event description:
Caller alleging discrepant inratio values. On (B)(6) 2014 inratio >7.5 repeat inratio >7.5 lab 4.3. Second inratio was performed five minutes after first inratio. Lab results was performed one hour after first inratio result. Pt's therapeutic range 2-3. No reported adverse pt sequela. No additional info provided.

Manufacturer narrative:
Investigation pending.